Event description:
It was reported that the right atrial (ra) lead was explanted due to high capture thresholds. The cause is unknown. The physician implanted two right atrial (ra) leads. No additional adverse patient effects were reported.